Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the display screen was blank and there was evidence of moisture behind the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/08/2015 device evaluation: the device has been returned and evaluated by product analysis on 03/30/2015 with the following findings:. There was water behind the display screen. There was a leak found at the audio bolus button. Due to the internal moisture damage, the pump was unresponsive and unable to power on. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.